Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available from the customer.an accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect total b-hcg reagent, list 07k78, lot 43914ui00 , was identified.

Event description:
There was a possible delay in chemotherapy treatment for one female patient after higher than expected architect b-hcg results were generated on the architect i2000sr analyzer. The patient was scheduled on (B)(6) 2015 to undergo chemotherapy for thyroid cancer at a different hospital. It is not conclusive whether the patient did incur a delay in treatment. The customer provided the following b-hcg results (miu/ml): sid: ((B)(6) 2015) . Initial: 6.88 iu/l (grayzone), retests <1.2 iu/l (negative), 8.47 iu/l(grayzone). No reactive results were generated. The customer indicated that any result over 5, even when in the grayzone, may cause treatment to be stopped or delayed until they have a clear positive or negative result. There was no clear indication whether a delay did occur for the patient and no retest data was available. The customer did indicate that when treatment is halted it does take a lot of time to reschedule chemotherapy appointments; therefore, they have assumed a delay did occur of an unknown length of time.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
An evaluation is in-process.